Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was explanted due to transient higher than expected, pace impedance measurements. Additionally, the non boston scientific associated right ventricular lead was also replaced. Initially, a lead anomaly was suspected as contributing factor however, a device header connection issue, has not been eliminated. To date, no return of product for analysis and no reported adverse patient effects. Boston scientific technical services later received device information and reviewed data on latitude. No noise on right ventricular (rv)/shock channel. Threshold appears normal before replacement. Rv lead impedances exhibiting transient high impedance measurements were noted. At the revision, no further lead evaluations were completed. In absence of a returned product, further root cause evaluation remains unavailable.